Event description:
As reported by user facility: customer believes the needle used from the tray is de-boring the vials of medications that are being used to draw up. The medicals are not b. Braun.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ten various samples were provided for evaluation. Upon visual inspection of the returned single needle, it did not confirm any defect or damage to the tip or any debris visible under magnification. Visual evaluation of the stoppers on all vials confirmed them to be spiked several times and were off centered. Inspection of the vials and syringes showed no particulates or debris inside the vials or on the syringes. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.